Event description:
On (B)(6) 2023, a patient underwent a chest wall port catheter placement procedure using the powerport slim implantable port. On (B)(6) 2024, during a routinely scheduled CT chest with contrast, fragmentation of the right chest wall port catheter was identified, with catheter fragments visualized in the main pulmonary artery trunk and the proximal right and left main pulmonary arteries. The patient was reported to be asymptomatic at the time of discovery. On the same day, interventional radiology successfully removed the implanted port as well as the catheter fragment. Current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.